Manufacturer narrative:
Alarm during prime test and motor error alarm during basic occlusion test due to faulty force system resistor. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, error test, occlusion test, no delivery test due to alarm. Pump received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that insulin leaked out of the pump during the fill process. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.